Event description:
I had back surgery (B)(6) 2012 at (B)(6) and my doctor put nuvasive peek hardware in, (B)(6). The hardware broke loose and I had to have surgery on (B)(6) 2014 to have it remove by (B)(6) and the hospital is holding the hardware for 1 year. History of present illness: (B)(6) is a pleasant, (B)(6) female with a long history of progressive back pain (lumbar fusion at l3-4 and l4-5 and an ex-lift at l1-2); lower extremity radiculopathy and multiple spine surgeries over the past few years. (B)(6) underwent an xlif type procedure approx 1 year ago and, since that time, has had continued back pain and right lower extremity radiculopathy. She has tried a course of conservative treatment including physical therapy, p.o. Medications, etc., and x-rays continue to show non healing and pseudoarthrosis at the l1-l2 level. Due to advancing symptomatology, she presents for more definitive treatment of operative intervention.